Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of leakage. The root cause was determined to be a loose winged luer cap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that thirteen intermate lv 100 devices had loose winged luer caps, resulting in leakage before use. This is report number 1 of 13. The device had been filled with pamidronate 90 milligrams in 250 milliliters normal saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.